Event description:
It was reported that the patient presented for generator change with the device at end of life. The patient experienced bradycardia, shortness of breath, and fatigue. It was noted that the right atrial lead exhibited a history of oversensed noise and low pacing impedance. During the procedure on (B)(6) 2022, the physician observed a lead insulation breach. The lead was capped and replaced. There were no further patient consequences.